Event description:
It was reported that removal difficulty occurred with the stent delivery system. The target lesion was located in the moderately tortuous internal carotid artery. After pre-dilation, a 10.0-31 mm carotid wallstent was selected for use with a non-boston scientific (bsc) embolic protection device. After successful stent deployment, resistance was encountered when removing the delivery system. The guidewire of the protection device also began to retract, the balloon was deflated, and the device was removed. There were no patient complications as a result of this event.